Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered multiple inappropriate shocks to the patient shortly after it was implanted. Review of the system indicated air entrapment noise/oversensing was causing this to happen. The patient was sedated on the intensive care unit and the noise/oversensing was able to be reproduced. After massaging the system, no further oversensing was noted. The s-ICD tachy therapy was programmed off and the device remains in service. No additional adverse patient effects were reported.